Event description:
It was reported that the pacing threshold on the ventricular lead had increased from 1v @ 0.1ms to 2.25v @ 0.3ms four weeks after implant. The company technical representative discussed the possibility of dislodgment or medication changes as possible causes of the observed threshold increase. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.